Event description:
It was reported that patient rep needed to get in touch with a manufacturing rep (rep). Caller stated that when the patient turns their therapy back on, the patient gets "shocked". When asked for the event date, caller stated that the issue has been going on for years and that it's determined that the patient needs to have their leads "corrected" through surgery because the leads were in the slightly wrong place in the patient's brain. Agent redirected the patient to their healthcare provider (hcp) and sent an email to the field for visibility.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.